Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg and lead were explanted and replaced. The tail of penta lead was fractured and twisted reportedly effective therapy was restored.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the patient experienced a fall and the patient stated the scs ipg has concerns of flipping in the pocket and lead entanglement. X-rays confirm that the tension on the strain relief loop and an appearance of tangled wires close to the header of the ipg. Patient is unbale to receive effective therapy. Patient also reported losing a lot of weight. As such, surgical intervention is pending to address the issue of lead and ipg at a later date.